Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared a malfunction alarm. Blood glucose level was impacted (394 mg/dl) and would be addressed by delivering a bolus, via the pump. Tandem technical support instructed the customer to reset the pump. Reportedly, the customer reset the pump and was able to resume insulin delivery.